Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high pacing lead impedance and high capture threshold was observed on the rv lead. Fluoroscopy did not show anything abnormal. Patient was asymptomatic. The lead was capped on (B)(6) 2016 and a new lead was implanted. Patient is stable post procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 20.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.